Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: contacted by the lab stating that they had a couple wires from the same box that seemed to start to separate and loose its tip and core functionality. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Na what is the next course of action? Investigate device patient present at time of event? Yes, patient complications: no patient complications procedure date-unknown event date: no value found as reported device codes: 2446: unraveled material as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact as reported device codes: 2446: unraveled material as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: contacted by the lab stating that they had a couple wires from the same box that seemed to start to separate and loose its tip and core functionality. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: na what is the next course of action?: investigate device patient present at time of event?: yes patient complications: no patient complications procedure date-unknown event date: no value found as reported device codes: 2446: unraveled material as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed,unable to use device - attempted patient outcome: f26: no health consequences or impact as reported device codes: 2446: unraveled material as reported patient codes: 9398: no clinical signs, symptoms or conditions.